Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was complaining that the rewarm timer on the arctic sun device was "hopping" during rewarm phase. From four minutes to 31 minutes that was all the time. It was told that the neonate was getting rewarmed properly, but the timer was very irritating them on the rewarm control block on the screen. In the picture it was shown that the timer did the rewarming for another 4:57 hours, but the neonate was nearly on target. As per follow up information received on 09nov2023. It was reported probably device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.

Event description:
It was reported that the customer was complaining that the rewarm timer on the arctic sun device was "hopping" during rewarm phase. From four minutes to 31 minutes that was all the time. It was told that the neonate was getting rewarmed properly, but the timer was very irritating them on the rewarm control block on the screen. In the picture it was shown that the timer did the rewarming for another 4:57 hours, but the neonate was nearly on target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned